Event description:
Pt had breast implants removed due to capsular contractures. Right and left implants noted to be intact. Implant sacs bear small circular impressed label bearing the same tube 275 cc. Fibrous membrane segments of right and left capsules contain mature fibrosis with foreign body reaction consistent with silicon reaction, mild.